Event description:
Patient in or for lap hemicolectomy with resulting splenic laceration. Force triad esu failed resulting in conversion to an open procedure to control the bleeding. Manufacturer response (as per reporter) for esu, force triad.once our testing is complete and as this is still under warranty with one similar incident, the manufacturer will be able to take the equipment.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.